Event description:
It was reported that during a post-operative check the patient's right atrial (ra) lead threshold had increased. There was no intervention performed and the ra lead remains in use. The increase was thought to be procedure related. The patient is a participant in the minerva post market clinical study. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).